Event description:
Healthcare professional reports four to five incidents of patient reactions with the psn 210 dialyzer. It was reported that approximately 1 year ago several patients experienced hypotension, sweating, and chest tightness during treatment. It was reported that the symptoms resolved within 24 hours. Hcp reports no recent incidents of adverse reactions to the psn membrane. No further details are available.